Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been dealing with a lot of low blood glucose events recently; the customer felt stress from her father's recent death and she felt as if food was not absorbing into her body properly. The patient had a low blood glucose of 32 mg/dl recently. Her blood glucose also decreased to 47 mg/dl earlier. The customer treated with orange juice, cookies, coffee with baileys, and glucerna. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The insulin pump settings were programmed accurately as well. However, the customer mentioned that her buttons were not working correctly; she had to press a button several times during the fill cannula process to get the motor to move forward. The customer also has to dig her fingernail into the up arrow key in order to get it to respond. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. All of the buttons are functioning properly. The insulin pump was received with minor scratched display window.